Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6.7 cm right iliac artery aneurysm approx 2 months ago. The aortic bifurcation measured 19 mm in diameter, and the vessels had mild tortuosity and mild calcification. It was reported that approx 1 month post-implantation, a follow-up CT demonstrated that there was an occlusion in the bifurcated stent graft in the unsupported area. The physician elected to intervene by implanting an iliac limb and a balloon-expandable bare metal stent. However, the implantation of the iliac limb and balloon-expandable stent ended up occluding the contralateral iliac stent graft (MFR report #2953200-2010-02003). The physician then elected to perform a femoral-to-femoral bypass, which successfully resolved the occlusion. The physician stated that the cause of the occlusion is most likely due to the small in diameter aortic bifurcation. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results: (graft occlusion), (narrow aortic bifurcation), (use of the device to treat an iliac aneurysm without an abdominal aortic aneurysm). Conclusions: (narrow aortic bifurcation), (use of the device to treat an iliac aneurysm without an abdominal aortic aneurysm; use of the device in a narrow aortic bifurcation).